Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call spi to motor pic communication error alarm. Customer received the alarm twice. Customer's mother advised the insulin pump and patient were not present to troubleshoot or start the replacement process. Customer's mother will call back in order to properly troubleshoot and properly get the insulin pump replaced.